Event description:
The report from the affiliate indicated that approximately fourteen (14) months after the index procedure, the patient complained of chest pain and lost consciousness. The patient was reported to have developed ventricular fibrillation and was cardioverted by dc shock on the way to the hospital. Coronary angiography was done and thrombus was observed in the two (2) previously implanted cypher stents - (#1 is a 3.0 x 18 mm and #2 a 3.0 x 28 mm). Aspiration of the thrombus was done. A lot of red thrombus was reported to have been aspirated. Percutaneous transluminal coronary angioplasty (ptca) was done at the proximal portion of the stented segment. A driver 3.5 x 24 mm bare-metal-stent (bms) was implanted inside the cypher 3.0 x 28 mm stent (stent #2). The patient was reported to be in stable condition at the time of the report.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal and mid right coronary artery (rca). The lesion was reported to be: de novo, ostial, a flexion lesion, calcified, a chronic total occlusion (cto), 35 mm in length, vessel diameter of 3.5 mm, and type c. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 10 atm for 30 sec. A vessel dissection occurred at this point that the physician related to the ptca balloon. A cypher 3.0 x 18 mm stent (stent #1) was implanted at 14 atm for 30 sec at the mid portion of the target lesion. An additional cypher 3.0 x 28 mm stent (stent #2) was implanted at 10 atm for 30 sec proximal to the first stent in overlapping fashion. A radius 4.0 x 31 mm bare-metal-stent (bms) was implanted at the site of the aforementioned dissection/hematoma distal to the cypher 3.0 x 18 mm (stent #1) in overlapping fashion. The bms was post-dilated with a 2.0 x 20 mm balloon at 10 atm for 30 sec. The cypher stents were not post-dilated. Ivus was done. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 0%. An act was not measured. A slight hematoma at the site of the dissection remained. The patient was reported to have had coronary angiography at six (6) months during the follow-up period without any problem noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-00920, and #9616099-2006-00921.